Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there are reports of water drained early last time. They inserted the foley catheter in the operating theatre on (B)(6) and spontaneously removed on (B)(6).

Event description:
It was reported that there are reports of water drained early last time. They inserted the foley catheter in the operating theatre on (B)(6) and spontaneously removed on (B)(6). Per notification from investigator on 12sep2024, it was found that the asymmetrical balloon during sample evaluation.

Manufacturer narrative:
The reported event is unconfirmed as product meets specifications. Visual evaluation noted received 1 silicone foley catheter. Using the in house syringe the catheter was inflated with 10 ml methylene blue solution (3 drops 1percentage aq methylene blue per 100ml distilled water). Asymmetrical balloon of 100:0 was found during sample evaluation. Balloon deflated within 5 minutes. No root cause could be found because the reported event was unconfirmed. A DHR review was not required as the reported event was unconfirmed. Labelling review was not required as the reported event was unconfirmed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.